Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6 cm abdominal aortic aneurysm. The iliac arteries were severely tortuous. The aortic neck was 6cm in length and 19 mm in diameter proximally and distally. The aortic bifurcation was 23 x 28 mm. The iliac arteries were 9 mm in diameter bilaterally. No complications were reported since the time of implant. It was reported that the patient presented to the hospital complaining of a cold right leg approximately one month post implant. The patient was taken to the or and a CT scan was performed which showed the contralateral limb was thrombosed from the flow divider down to the distal edge of the limb on the right side. The stent graft looked good except for a slight compression on the very distal edge of the stent graft. The tortuous iliac arteries caused the stent graft occlusion per the physician. The physician got a wire in percutaneously through the thrombus, performed angiojet and then left a lysis catheter in place and administered clot busting medication overnight. This removed a large amount of thrombus and the next day another angiogram was done which showed the occlusion was cleared. The physician placed another manufacturer's self-expanding stent at the distal edge of the stent graft on the right side and ballooned it. This successfully resolved the occlusion. No additional clinical sequelae were reported and the patient is fine. Review of returned cta's (2 short movies) show that the contralateral (right) limb was completely occluded from the flow divider distally. The ipsilateral limb was patent, and it crossed over the contralateral limb. No kinks were observed on either of the limbs. Both iliac arteries were very tortuous. Just distal to the end of the contralateral limb the iliac appeared to narrow abruptly. The cause of the occlusion could not be determined from these images; may be anatomy related.

Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (anatomy related; tortuous iliac arteries). Evaluation conclusion: inherent risk of a procedure (occlusion). Device failure/lack of effectiveness related to patient condition (anatomy related; tortuous iliac arteries).